Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The reported event of "low voltage advisory" and "low voltage hazard" alarm failure could not be reproduced during analysis. The data log file was retrieved from the returned system controller and contained approximately 1 day and 16 hours of events, from day 0, 14 hours and 45 minutes to day 1, 16 hours and 1 minute, where four routine "power cable disconnect" alarms were recorded. There were no low voltage conditions captured in the log file and the recorded voltage levels appeared typical. The first time stamp recorded in the log file suggests that there was a power interruption approximately 14 hours and 45 minutes prior to the first line recorded in the log file, where the time clock was reset to 0 days, 0 hours and 0 minutes. The investigation was unable to determine if this power interruption was related to the reported event. The system controller was functionally tested using the manufacturer's laboratory equipment and was found to function as intended even when the cables were maneuvered. The white and black power leads were independently disconnected, and the system continued to operate properly. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient reported suddenly feeling a "heavy sensation" in his chest. The patient then checked his batteries and found the batteries completely discharged. The patient reports not hearing any alarms from the system controller and did not report the incident to the vad staff unit his next visit on (B)(6) 2012. The vad staff feels that the patient may have been confused during the event. The system controller was exchanged during the clinic visit and the system controller alarmed as it should have during the exchange.